Manufacturer narrative:
Corrected data: b5, d1, d4, d8, d9, g1, g2, g4.

Event description:
Upon further review of the reported event, the event is not consistent with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated with coolsculpting to the submental and has developed swelling and lumps on each side of her neck. The clinic advised the nodules seem inflamed. Possible paradoxical hyperplasia was reported.